Manufacturer narrative:
Device evaluation: through follow-ups, customer indicated that the unit alarm appropriately. The unit was swapped out of service until repaired by philips field service. The manufacturer's field service engineer (fse) confirmed the reported problem. Fse identified an error message of data acquisition (da) pcba adc reference failed and machine and proximal pressure sensors failed. Patient/user involvement: through follow-ups, customer indicated that there was patient involvement, but no patient harm. Customer do not have patient information. Resolution and disposition: fse replaced the data acquisition (da) pcba to motor controller (mc) pcba cable and installed the mc pcba retention bracket to resolve the reported issue. Unit is back in service. Conclusion: the determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause: no parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the unit went ventilator inoperative. The customer reported that the device was in clinical use at the time the reported issue was discovered; but there was not harm to the patient .